Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. E1: initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use the flex deflectable videoscope 3d imaging was not working. There were no reports of patient involvement.